Event description:
Enduser spouse called to report that the lift will not go down and enduser is stuck in the lift. The enduser's spouse and his caregiver were able to get him over the bed, but unable to get him out of the lift. While on the phone the enduser's son came to the home to assist and the enduser's spouse disconnected the call.